Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received insulin flow blocked. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that they tried different infusion sets or cannula lengths. The customer's mother stated that the insulin was not expired or denatured. The customer's mother stated that the sites were rotated. The customer's mother stated that the tubing was not bent or kinked. The customer's mother stated that they tried all remedies. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and the displacement test. No unexpected insulin flow blocked alarm noted during testing. The insulin pump was received with scratched case and pillowing keypad overlay.